Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: ni. Detailed description of event: when inserted into direct drive handle, the product would not release and open jaws after one use. Additional information was received from [name] territory manager via email on 12-dec-2024. [Territory manager] had emailed [name], commercial coordinator - consumables and equipment, hospitals group procurement on 12-dec-2024 to try and confirm missing information. [They weren't] able to meet with [territory manager] and so requested to provide missing information via email. [Territory manager] was expecting a response in the next 24 hours. Additional information was received from [name] territory manager via email on 13-dec-2024. The date was a typo error by [territory manager]. Incident date was confirmed as 05-nov-2024. Procedure and consultant are to be confirmed. Procedural step being performed: when inserted into the direct drive handle the product would not release and open the jaws. There is no issue with the patient status. Additional information was received from [name] territory manager via email on 13-dec-2024. [Territory manager] emailed [commercial coordinator] asking her to confirm if the 3 handpieces are all related to the same date and procedure. [Territory manager] shall advise once received. Patient status: no patient injury reported type of intervention: ni.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: ni. Detailed description of event: when inserted into direct drive handle, the product would not release and open jaws after one use. Additional information was received from [(B)(6)] territory manager via email on (B)(6)2024. [Territory manager] had emailed [(B)(6)], commercial coordinator - consumables and equipment, hospitals group procurement on (B)(6)2024 to try and confirm missing information. [They weren't] able to meet with [territory manager] and so requested to provide missing information via email. [Territory manager] was expecting a response in the next 24 hours. Additional information was received from [name] territory manager via email on (B)(6)2024. The date was a typo error by [territory manager]. Incident date was confirmed as (B)(6)2024. Procedure and consultant are to be confirmed. Procedural step being performed: when inserted into the direct drive handle the product would not release and open the jaws. There is no issue with the patient status. Additional information was received from [(B)(6)] territory manager via email on (B)(6)2024. [Territory manager] emailed [commercial coordinator] asking her to confirm if the 3 handpieces are all related to the same date and procedure. [Territory manager] shall advise once received. Patient status: no patient injury reported. Type of intervention: ni.